Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected after pulling at the tubing. Customer's blood glucose was 429 mg/dl. An infusion set change was performed to resolve the issue.